Event description:
Caller reported a malfunction on pump, identified with malfunction code 5. Fault did not cause any adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump successfully, preventing recurrence of malfunction. Caller was advised to continue using pump and to contact support if issue reoccurs, which caller acknowledged.